Manufacturer narrative:
Preliminary analysis of the returned device confirmed the reported event. A small piece of silicone was removed from the header at the time of the explantation. Review of manufacturing traceability did not reveal any anomaly including gluing process.

Event description:
Reportedly, during the explantation procedure of the subject ICD (the elective replacement indicator was normally reached), the physician observed a small plastic piece detached from the ICD plastic block. The explant procedure was performed as usual, no excessive forces were applied neither different manipulation from usual. The small plastic piece was picked up with a surgical forceps and will be returned with the ICD for analysis.

Event description:
Reportedly, during the explantation procedure of the subject ICD (the elective replacement indicator was normally reached), the physician observed a small plastic piece detached from the ICD plastic block. The explant procedure was performed as usual, no excessive forces were applied neither different manipulation from usual. The small plastic piece was picked up with a surgical forceps and will be returned with the ICD for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during the explantation procedure of the subject ICD (the elective replacement indicator was normally reached), the physician observed a small plastic piece detached from the ICD plastic block. The explant procedure was performed as usual, no excessive forces were applied neither different manipulation from usual. The small plastic piece was picked up with a surgical forceps and will be returned with the ICD for analysis.